Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had fractures of the proximal femur and was implanted with a locking compression plate-distal femur, (lcp_df) and locking screws date unknown. During the extraction of (lcp-df) on (B)(6) 2013, the locking screws stripped: surgeon tried to remove it by using the unknown extract-screw. The extract-screw was broken; the surgeon cut it by the carbide drill. After extracting the plate, the buried screw was removed to finish the operation. Material not received. This complaint is on an unknown extract- screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is for a extract- screw, part and lot numbers are unknown. Device is an instrument and is not implanted/explanted. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.